Event description:
It was reported to the manufacturer that the vns patient's generator was explanted due to infection and extrusion. The generator was not replaced and the leads were not removed. Good faith attempts to obtain additional information regarding the reported infection event have been unsuccessful to date. Explanted generator was returned to the manufacturer for product analysis. Product analysis has been completed on the generator. The generator was found to be operating within designed limits, and there were no performance or any other type of adverse conditions found. No anomalies were identified that could have contributed to the reported event.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.